Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the level detect mounting pads adhered very well using the lab use only reservoir, in ambient and cold temperatures. Using significant finger lifting force, the pst could not remove the attached pads. He also tried to use a flat head screwdriver to pop the pads from the reservoir. In conclusion, the pads adhered in cold temperature were very difficult to pop with a flat head screwdriver. All nine of the level detect mounting pads were tested.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the sensor was changed out multiple times and it was discovered that all the sensors in one box of 60 seemed to be affected. A new box was opened and utilized. The sensors are mounted on a relatively flat un-seamed area, and are attached within one minute after the pad holder is placed on the reservoir.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pads were not sticking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.